Event description:
It was reported that oversensing was noted on the right ventricular lead. The detection interval was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1158t, competitor implantable pacing lead, (B)(4) 2008; 1788tc, competitor implantable pacing lead, (B)(6) 2008. 3387s-40, deep brain stimulation lead, (B)(6) 2009. 7428, deep brain stimulation implantable pulse generator, (B)(6) 2009. 748251, neuro extension, (B)(6) 2009. 7482a40, neuro extension, (B)(6) 2009. (B)(4).